Manufacturer narrative:
A DHR review was completed and the screw met rti surgical specifications. Dimensional inspection was done for the returned broken screw and all dimensions were found to be within specifications. This report is for the screw that was completely removed from the patient. The first broken screw with the shaft left in the patient is documented under MDR # 1833824-2019-00001.

Event description:
The surgeon was performing a revision surgery on a patient who was experiencing pain. When he tried to remove the top screw on each side of the construct it was noticed that both of the screws were broken. The doctor removed one of the broken shafts and left the other in the patient. The patient was revised successfully and the broken hardware except for the one broken shaft was removed.